Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the sensor of the insulin pump. Customer states that the sensor and blood glucose readings are off. Customer declined to provide blood glucose readings. Nothing further reported.